Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for syncope. Pauses were noted on telemetry on the implantable pulse generator (ipg), whereby ventricular pacing was inhibited. Possible loss of capture was noted on the right ventricular (rv) lead. The lead was reprogrammed and the lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.